Manufacturer narrative:
(B)(4). Date sent: 4/6/2021. Additional information received: echelon devices starting in august 2020 after pandemic, experienced 5 complications of bleeding. 3 were gastric bypass and one reop was due to an obstruction. Blood thinners are delayed for 6 hrs. Post-op and none given preop. No transfusion required but 2 more days in hospital. Intra-op, always have hemostasis issues and have to do more compared to competition. The surgeon started on j&j products and then used medtronics. Not much difference between the two until recently. Implemented suggestion given-changed first firing from green to gold. At first seemed ok. Did the cholecystectomy then went back to sleeve and it was bleeding. Could have been a possible reop if not noticed. He does wait 20 seconds prior to firing. The bleeding is mostly oozing. The staples all seem well formed. Fires 5-6 cm from pylorus and 1st and 2nd always bleeds. There has been no change to anesthesia protocol. When using medtronics used purple for sleeve and on bypass, purple for stomach and tan for jejunum.

Manufacturer narrative:
Pc (B)(4). Date sent: 9/24/2020 batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: were any difficulties experienced in initial procedure to include staple formation? No what color cartridges were used to create the common channel? Gst45w was the common channel closed with stapler or suture? If stapler, what color cartridge? Gst45w was bleeding intraluminal or intra-abdominal? Intraluminal how was the bleeding identified? The patient present taquichardia and intestinal obstruction in the recovery, an endoscopy was performed and the clots was identified along the intestine. The bleeding was already stoped when they performed the endoscopy. A laparotomy was performed to move the clots along the intestine with the aim to solve the obstruction. Finally, they left a percutaneus drainge. How was the bleeding addressed in the second surgery? A laparotomy was performed to move the clots along the intestine with the aim to solve the obstruction caused by the clots. Finally, they left a percutaneous drainge. Does the surgeon believe that an allege deficiency of stapler led to the post-operative bleed? The surgeon says that he has no way of knowing that, that there may be different causes and this kind of situation could happened with any brand of staplers. He adds, that with our products there is generally more bleeding in the staple line than with the competition products and that could increase the chances of bleeding and this kind of complications.( he is a competitor user, use our products just because the products are tendered in the clinic. He likes a dry staple line, and we have had the conversation about hemostasis v/s perfusion several times) what is the current patient status? Ok, she was discharge and is at home this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the doctor reoperates patient who underwent bypass surgery on august 24. The reoperation is due to hemorrhage due to bleeding from the entero-entero anastomosis with posterior intestinal obstruction due to clots. The problem was resolved in the second surgery and the patient is better. Due to the fact that no problems were evident during surgery, echelon and reload were reported, according the new information provided by the surgeon, it was ruled out that echelon was the cause of the problem. The patient was discharged